Event description:
While ventilating a patient, the unit shut down. They attempted to cycle power, but the unit would not turn back on. They swapped the vent out on the patient. No patient injury was reported.